Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that the touchscreen was not responsive but the ventilator was still functioning along with the default parameter. There was no patient involvement.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect front panel assembly for investigation. An evaluation of the component was able to be confirmed. There is visible water ingress. This issue will be internally investigated within vyaire.